Manufacturer narrative:
H.6. Investigation summary two open 31g x 8mm pen needle samples and three photos were returned from lot. No. 8157514, cat. No. 320102. Visual examination was carried out on the returned samples and photos and no issues were observed. Investigation conclusion visual examination was carried out on the returned samples and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed on the returned samples and photos therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pen ndl 31ga 8mm 14bag 700cas jp would not detach after use. This occurred on (B)(4) occasions. The following information was provided by the initial reporter: the pen needle wouldn't detach after used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 8157514. This is not a legitimate lot #. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 31ga 8mm 14bag 700cas jp would not detach after use. This occurred on 2 occasions. The following information was provided by the initial reporter: the pen needle wouldn't detach after used.